Event description:
A complaint of high readings was received on a customer's freestyle meter. The customer obtained a reading of 280 mg/dl compared to a laboratory reading of 140 mg/dl. When plotted on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant. There was not report of death, serious injury or mistreatment.